Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer¿s current blood glucose level was 600 mg/dl. The other relevant blood glucose was 487 mg/dl. The customer experienced symptoms such as slight nausea, fatigue. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test due to blank display. Also, received with moisture damage on the motor and force sensor.